Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "foreign white material was observed on the surface of implant". Back up device information is unknown. Device did not touch the patient.

Event description:
Healthcare professional reported "foreign white material was observed on the surface of implant". Back up device information is unknown. Device did not touch the patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, device appearance (white spots were observed on the shell) and a flat crease. A microscopic analysis was performed which identified; voids in the gel observed after the autoclave cycle. A microscopic analysis was performed which identified: device appearance with an uneven shell texture that may be related to the reported event. The measurement found is 2mm. Based on the device analysis the final assessment is: an uneven shell texture was observed that may be related to the reported event. This uneven texture is within specification.